Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. The clinician states this has been going on for over a year and is being monitored. Further information was received that this lead was surgically abandoned due to a lead fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. The clinician states this has been going on for over a year and is being monitored. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. The clinician states this has been going on for over a year and is being monitored. Further information was received that this lead was surgically abandoned due to a lead fracture. When attempting to explant it, the tip of the lead broke off and was left in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured/detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. The clinician states this has been going on for over a year and is being monitored. Further information was received that this lead was surgically abandoned due to a lead fracture. When attempting to explant it, the tip of the lead broke off and was left in the patient. No additional adverse patient effects were reported.